Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed, 10mm long target lesion was located in the left main coronary artery. The vessel diameter was 4.3mm. The lesion was predilated with an unknown balloon, but the 3.5x12mm taxus liberte stent delivery system was unable to cross the lesion. Stent damage was noted upon attempting to place the stent. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(6). As a unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).